Event description:
It was reported the patient received the following results within 10 minutes: 500 mg/dl and 117 mg/dl. It is unknown which test strip lot number was used for the result comparison. An unknown test strip lot number or lot number (498310) could have been used for the result comparison.